Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions."

Event description:
It was reported that the patient underwent a reverse total shoulder procedure on (B)(6) 2013. Subsequently, a revision occurred on (B)(6) 2014 due to dislocation.

Manufacturer narrative:
Corrected data - report source. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-04041 / 04042).